Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, atrial fibrillation (afib) with right ventricular response (rvr) was noted and treated with medication. Four days post implant, complete heart block was noted and a permanent pacemaker was implanted the following day. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).